Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Small bowel obstruction is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tube. On (B)(6) 2024 it was reported that the patient collapsed and was not breathing while at home. Patient received CPR and was transported to the hospital via ambulance and transferred to ICU. On (B)(6) 2024 it was reported that the patient had an event of syncope and was diagnosed with sepsis associated hypotension. On (B)(6) 2024 it was reported that while hospitalized, the patient developed a small bowel obstruction patient was discharged on (B)(6) 2024.